Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01910/-01911).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, inflammation, swelling, damage to surrounding bone and tissue, dysfunction, lack of mobility, and elevated metal ions. Lawsuit alleges the presence of metal-on-metal reactive inflammation during the revision procedure. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2012 due to pain. Revision operative report noted the presence of fluid and metal-on-metal reactive inflammation. The modular head and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, inflammation, swelling, damage to surrounding bone and tissue, dysfunction, lack of mobility, and elevated metal ions. Lawsuit alleges the presence of metal-on-metal reactive inflammation during the revision procedure. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.